Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00186.

Event description:
The patient was undergoing a thrombectomy procedure in a bilateral deep vein thrombosis (dvt) using lightning aspiration tubings (lightnings) and indigo system aspiration catheter 12s (cat12s). During the procedure, vacuum pressure stopped, and the lightning was observed to be clogged. The clot appeared to be stuck in the lightning unit. Multiple attempts were made unsuccessfully to unclog the lightning including using an 8f dilator, backend of a stiff wire, 3-way stopcock, and flushing with a 20cc syringe. It was reported that the indicator light was yellow and did not turn red. The lightning kept clicking without movement in the lightning. Subsequently, the lightning was removed. The physician continued with the procedure using a new lightning, and the same issue occurred. Therefore, the second lighting was removed. The procedure was completed using a third lightning and cat12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the first returned lightning could not confirm the reported clog. Evaluation revealed that the unit was functional. During the functional test, with a demonstration canister and engine, the lightning was able to aspirate water into the canister without an issue. Evaluation of the second returned lightning could not confirm the reported clog. Evaluation revealed that the unit was functional. During the functional test, with a demonstration canister and engine, the lightning was able to aspirate water into the canister without an issue. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-00186.